Event description:
It was reported that during a laparoscopic quasi-extended hysterectomy, a clip was loaded with a part of it chipped. The user replaced the device with a new one. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800355 was manufactured on 11/19/2018 a total of 288 pieces. Lot was released on 11/22/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly since the feeder was to the side of the clip. The partially loaded clip had its hook broken off. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load , and resistance was felt during the engagement of the trigger. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 8 clips remaining, including the partially loaded clip, indicating that 7 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clip got broken at loading" was confirmed based upon the sample received. One device was returned with 8 clips remaining, including the partially loaded clip, indicating that 7 clips were fired by the end user. The sample was returned with a clip partially loaded incorrectly into the jaws that had its hook broken off. Upon functional inspection, the first clip was unable to properly load. The sample was disassembled , and it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic quasi-extended hysterectomy, a clip was loaded with a part of it chipped. The user replaced the device with a new one. No clips fell in the patient.